Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the device¿s balloon was torn, so it could not be perfectly inflated. No patient involved.

Manufacturer narrative:
Device evaluation post market vigilance received one device. The visual inspection showed that the dissector balloon had a cut. The lock collar, obturator and device balloon appeared intact. The insufflation bulb and inflation syringe were received. Pmv performed functional testing; the device balloon was inflated, no leaks detected. All other components functioned normally. The dissector balloon could not be inflated due to the cut. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the dissector balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.